Manufacturer narrative:
2060, 1994 = "l" 1871 = "nl". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information received, the patient has experienced perineal pain, scar tissue, weakness in left leg with radiation of symptoms from groin to lateral thigh, dragging her left leg and requiring assistance or manually lifting her leg to perform activities, inability to work without pain, and urgency.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿complications associated with the proper implantation of the ajust® sling system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/typically too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, vagina, rectum or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4). Per direction by FDA in an email dated june 26, 2019, this emdr is being filed to submit new information obtained prior to a letter received on may 15, 2019, regarding the revocation of the asr for exemption e2013025. It was agreed upon with the FDA that the date of awareness would be the date of the email received, which is june 26, 2019.

Event description:
This complaint is being opened in association with the alleged event filed by the patient¿s attorney in complaint number(s) (B)(4). There have been no allegations of deficiency or serious injury against this device. This device is listed in the patient¿s medical record. The patient has experienced right and left groin pain, deep dyspareunia, chronic urinary tract infections, hematuria, cystitis, dysuria, urinary frequency, incomplete bladder emptying, left sided discomfort, urgency, pelvic pain, left lateral tenderness of urethral body, abdominal pain, nocturia, urinary retention, bladder pressure, adductor tendon pain from left side of obturator sling, severe difficulty waking, pain radiating to the lower back pain and buttock, increased pain with walking, groin strain, left pelvic phlebolith, 2mm calcification above bladder dome, left hip pain, suprapubic pain described as pulling with radiation to the left groin and hip, also felt during intercourse and with orgasm, hip pain interfering with positioning during sexual activity and making it more difficult be sexually active, anal pressure and pain, symptoms of obstructive voiding, flank pain, vaginal pain, bilateral banding of the suburethral sling with pain on palpation, urinary hesitancy, and levator spasm. She has required multiple nonsurgical interventions. Reason for report: revocation of asr, report ID number: (B)(4), corresponding exemption number: e2013025.